Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The 90% stenotic and calcified lesion was located in the severely tortuous proximal right coronary artery. The physician advanced the 3.00x32mm taxus express2, but was unable to cross. During removal, the physician felt the stent get caught on the guide catheter and upon removal, the physician found that the stent was flared. There were no patient complications. The procedure was completed with 3.00x24mm taxus liberte stent. Patient status is reported as "good".